Event description:
It was reported by the customer biomed that some of the regular issues they perform repairs on are "lower pressure sensor failures". This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of an lower pressure sensors issue was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.